Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05364. It was reported the patient had her scs system removed. The patient complained whenever she turned her neck, the stimulation sensation sometimes would move from her neck to the shoulder. The patient also stated she did not like the stimulation and it was ineffective.